Manufacturer narrative:
This complaint report currently meets the reporting criteria of an FDA MDR report based on the reporting precedence established for the non expansion of evolution stents. Additional information has been requested in order to clarify events. (B)(4). This complaint is currently under investigation. Additional information will be provided in the follow-up report.

Event description:
The catheter had been placed properly in good position. The nurse placed directional button to start the deployment. After footer squeeze of the trigger, the stent was unable to be. Immediately following another duodenal from competitor has been placed. Additional information clarifying the description of events has been requested from the user. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.